Event description:
A baxter service technician reported a colleague infusion pump that has an inoperable channel a select key on the pumphead module keypad. This reported condition occurred during the process in which baxter was servicing the pump. There was no documented patient injury, adverse event or medical intervention associated with this report. The user interface module master software version (B)(4) categorized as unremediated. There is no additional information available.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). The assignable cause and repair for the reported problem was not specified.